Manufacturer narrative:
(B)(6). Lot number - potential lot numbers: 180529sc, 180522sc. Expiration date - potential expiration date: 4/30/2023. UDI - (B)(4). Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - potential manufacture date: 5/29/2018, 5/22/2018. (B)(4). The actual sample has not been returned to the manufacturing facility. Therefore, the investigation was based upon the photo of a one-piece IV catheter and the retention samples of the involved product/lot number combination. Based on the results of our investigation, the root cause of the complaint could not be determined. Verification on retention sample of the potential lots showed no defects found such as crack, pinhole, scratch, bent and broken parts on catheter tube that would lead to catheter tube breakage. No damaged or deformed catheter tube that might lead to the complaint. Retention samples of potential lots were also evaluated for catheter tube and catheter hub fitting force. All samples passed. Incoming inspection for the catheter tube raw material was conducted through verification of inspection report and certificate of analysis from our supplier. We also have two stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that they noticed from the area of catheterization that there was a part of the catheter that had broken off in the foreleg. A patient was hospitalized the afternoon of (B)(6) 2018 which needed to have an IV catheter placed for fluid and medication administration during the course of their hospital stay. A sur-vet" ivc was placed. The patient was hospitalized for 24 hours and the decision was made to medically release the patient from the hospital. The veterinary technician, upon removing the ivc, noticed blood coming from the area of catheterization and that part of the catheter had broken off in the patient's foreleg, just behind the hub. The technician insists that there is no way that the catheter was cut during the removal process but there was no way to verify that. The patient had to be referred to a specialist for retrieval of the catheter as we were unable to do so. The patient was released to the owner's care after medical intervention to retrieve catheter portion. After successful initial treatment the catheter disconnected during removal and required medical intervention to retrieve from the animal. Typical delivery of IV fluids were done for dehydration. Additional information received on (B)(6) 2018: it was reported that the canine patient presented vomiting and refusing to eat. The catheter was introduced with no difficulty during placement reported by the tech. The canine was treated with fluids and medication for 24 hours, where there was no leakage of placement area. The gauze and tape was not wet or bloody. During the removal of the ivc tech noted blood at placement site and saw the proximal hub portion was remaining on tape. The distal end had gone into the foreleg, since the facility was not able to retrieve the distal portion the owner was referred to capital veterinary specialists for removal of distal catheter. Upon facility follow up on (B)(6) 2018 it was confirmed that the specialist was able to remove the distal portion successfully and the canine has been discharged.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the concomitant medical products section, to update the device evaluated by MFR section and to provide the completed investigation results. The actual sample showed one piece IV catheter assembly with a broken tube connected to an infusion set. The tip of the remaining catheter tube on the hub was unevenly cut and slightly pinched vertically parallel to the tube. There was a dent portion on the tube. Based on the results of our investigation, the exact root cause of the complaint could not be identified. However, as informed through the complaint details, there was no leakage during medication for 24 hours which evidently indicates that the catheter tube was used effectively prior the tube breakage and blood was only observed during removal. Most likely, the breakage of catheter tube occurred during usage specifically during removal since leakage was not observed prior breakage was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to the adverse event or product problem, outcomes attributed to adverse event and type of reportable event section. In the initial and follow up 1 report it was reported that the reported event was an adverse event. Therefore the outcomes attributed to adverse event section should have been checked for required intervention to prevent permanent/damage as this event was not an adverse event. The correct reported event type should be malfunction.